Manufacturer narrative:
Zimvie complaint (B)(4). Patient identifier is not provided / unknown. Patient weight is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Since the lot number and item number are not provided and the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It is reported that the driver did not engage the implant and that it fell to the floor. Another implant was placed in the same surgery. Tooth location #14. The area was grafted with allograft prior to and/or together with the original implant placement.